Event description:
On (B)(6) 2010, a prophylactic pump replacement was reported. The pump was replaced to avoid in-vivo battery depletion. No pt death was reported. The pump was used to deliver dilaudid 4 mg/ml at 0.75 mg/day. An early replacement indicator had occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Final analysis of the pump determined high s2 battery resistance. The battery had failed resistance with 1673 ohms. Pump logs showed an eri event occurred. The system status log showed the 3 parameters that would trigger a normal eri had not reached that point. The eri event seen on the initial telemetry is related to the battery issue that was found. The battery logs of the bench testing showed 0.82 volt drop. The battery failed the battery resistance waveform test which showed a high resistance of 1673 ohms. A low battery reset was seen in the event status logs of the bench test happening after decontamination and before bench test. Also, a low battery reset and safe state was seen in the event status logs of the bench test happening after decontamination and before bench testing. The battery was sent for further testing. Further follow-up will be reported when additional info is available. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication ((B)(6) 2009).